Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung resection. According to the reporter: when it was used on the bronchus for the 3rd firing, malformed stapling occurred. To fix the malformed part, a 4th cartridge was used, but malformed stapling occurred again. Stenosis of the bronchial tube occurred. Additional resection of tissue was done. Surgery time was extended by more than 30 minutes.